Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was intermittent connection at the mna on the equipment boom. The signal will drop and will be completely black. Signal can be restored by reseating the cable in the mna but will drop intermittently. The hub also spontaneously rebooted during a case and the touch panel went black and was not functioning. The hub remained on and began booting up and the touch panel functionality was restored. There were no adverse consequences or delays. They were able to use a stryker endo tower and they had plenty of time to set that up and the case went normally. Therefore there was a loss of image.